Manufacturer narrative:
The root cause cannot be identified. There is limited device specific information provided, no batch number was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. No product quality related trend was identified for the subclass adverse event safety request for investigation. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risk of blisters and other skin irritations. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure packaged product quality.

Event description:
On 20-nov-2022, a spontaneous report from the united states was received via email regarding a 30-year-old female consumer who used a thermacare menstrual 8hr heat wrap. The consumer had previously used thermacare for years without event. The consumer's medical history was "significant", but the consumer declined to provide further information regarding medical history and allergies. The consumer took medications, but the reporter declined to provide further detail. On (B)(6) 2022, the consumer topically applied a thermacare menstrual heat wrap on her lower abdominal area as directed. On 22-nov-2022 and 25-nov-2022, additional information was provided by a consumer. In less than 8 hours after she applied the heat wrap, she removed the wrap. She had developed a severe burn where the wrap was placed. She never had this experience before. Where the bigger part of the burn was located, she had a huge swollen blister. She noted she was burned pretty bad. On (B)(6) 2022, she had visible blisters where the heat wrap was. It had been four days and the burn has not improved. On (B)(6) 2022 during a follow-up telephone call to consumer, she reported that she did not seek medical attention as her primary physician had no appointments available until january 2023. She reported that she kept the area clean and dry, that it gradually got smaller, and that the area was never open. She indicated that as of on (B)(6) 2022, the wound was completely healed. No further information was received.